Event description:
It was reported that the customer feels that their is a delay when delivering their insulin. Customer's blood glucose level at the time 135mg/dl. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).